Event description:
It was reported that the patient was seeing a picture on their patient programmer. A photograph of the programmer showed the ¿implantable neurostimulator (ins) in the box¿ icon. The patient programmer was replaced and the ¿ins in the box¿ icon still appeared. The manufacturer representative had organized to see the patient. No patient symptoms were reported. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
Additional information received reported that the manufacturing representative believed the ¿implantable neurostimulator (ins) in the box¿ error message came from getting to the antenna locate screen too quickly. Reprogramming of the ins was planned. There were no patient symptoms or complications associated with this event and the patient status at the time of this report was alive with no injury.

Manufacturer narrative:
Concomitant: product ID 37744, product type programmer, patient. (B)(4).